Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was fluctuating and lead to the pump shutting down. Tandem provided pump reset information and informed caller that tandem has resolved this issue in a software update. Customer¿s blood glucose level was 173 mg/dl.